Manufacturer narrative:
(B)(4); batch # u5d703. Investigation summary: the analysis results found that the ats45 device was received with no apparent damage and with no reload received. Further analysis shows that the right wedge guide was noted to be damaged (bent), this condition did not allow the reload to be properly loaded into the device, and the anvil would not close as expected. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what caused the damaged on the wedge guide. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure.

Event description:
It was reported that during a laparoscopic cholecystectomy the blue reload was placed into the stapler and it would not close. The reload would not seat properly in the stapler. The procedure was completed with a like device with no patient consequences.